Event description:
Customer reported that a patient sample with a previous history of anti-c did not react with vs558 with 15-minutes incubation. The same sample reacted with other 0.8% reagent red cells. No erroneous results were reported.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Results were satisfactory. A complaint review indicated that no similar complaints had been received for this lot. Customer returned patient samples, product was not returned. Results indicated weak anti-c reacted with an extended incubation - product lot had expired, therefore, testing performed with other in-date cells. (B)(4).